Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection. It was unknown whether the infection was device or procedure related. The patient was placed on antibiotics and underwent a revision procedure wherein a new pocket was created and the ipg was repositioned. The patient was doing well postoperatively.